Event description:
There was an allegation of a questionable total bilirubin result from the cobas 8000 cobas c 502 module. The initial result was 4.3 mol/l and was reported outside of the laboratory. On (B)(6) 2022, a new sample was taken from the patient and the result was 297.3 mol/l. The original sample was repeated with a result of 237.74 mol/l. The repeat result was believed correct. The reagent lot number was 573516. The expiration date was requested but was not provided.

Manufacturer narrative:
The calibration and qc results did not indicate any issues. The customer changed the sample probe and the field service engineer verified the sample probe's adjustment. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was due to insufficient operator maintenance and was resolved by the replacement of the sample probe. The analyzer alarm trace did not show any relevant alarms.